Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose (bg) value of 588 mg/dl and current blood glucose value: 300 mg/dl. Customer was admitted to the hospital due to dka (diabetic ketoacidosis). The length of hospitalization was less than 24 hours. Bg value when admitted to hospital: 588 mg/dl. Customer was not tested for ketones. Troubleshooting was performed and found that the customer¿s high bg was treated with IV (intravenous) drip. The customer reported sensor issue was reason for high blood glucose. The customer reported symptoms at the time of hospitalization event extremity pain/cramps, abdominal pain. It was unknown insulin pump on auto mode or not at the time of incident. It was unknown whether the customer using insulin pump system within 48 hours of reported high blood glucose event. The insulin delivery was not suspended due to sensor glucose (sg) vs blood glucose (bg) difference. The customer experienced difference between sg and bg not within the target range sensor glucose (sg) value from reported event: 40.00 mg/dl. Blood glucose (bg) value from reported event: 588.00 mg/dl. Difference in value between sg and bg: 548.00 md/dl. No further patient complications were reported. The product mmt-1880 will be return for analysis. The products mmt-7020la, mmt-332a will not be return for analysis.